Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, a tear was observed on the anterior aspect, measuring approximately 4.6 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that, during a breast augmentation revision on (B)(6) 2020 for a (B)(6) year old caucasian female patient with a 420cc mentor smooth round high profile saline breast prosthesis, the surgeon noticed that the implant was leaking after it had been fully inflated. The patient was already under anesthesia and saline also reportedly leaked into the patient. There was a ten minutes procedural delay. The implant had to be removed and replaced with a new unspecified implant. The patient did not experience any adverse event during the procedure.